Event description:
Event description boston scientific received information that this boston scientific defibrillation lead was explanted due to oversensing. Sensitivity already was programmed to least. The oversensing resulted in pacing inhibition in a pacemaker-dependent patient. The physician electively replaced the patient's boston scientific implantable cardioverter defibrillator (ICD) device, which was reported to be at its middle of life (mol) 2 threshold. There was no allegation against the ICD device's performance. No adverse patient effects were reported.